Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon a routine device check the right atrial lead safety switch was activated due to out of range pace impedance measurements. Noise was recorded as anti-tachycardia response events in the arrhythmia logbook and a possible lead fracture was suspected. The lead was reprogrammed to unipolar pacing as a precaution. No adverse patient effects were reported, and this patient was not pacemaker dependent with no loss of capture or asystole reported. A normal follow up was scheduled per the normal follow up time line.